Event description:
It was reported that the pump battery could not be charged using the tandem-provided wall adapter and charging cable. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.